Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with noise on the atrial channel via merlin.net transmission, resulting in auto mode switching. Technical services suggested reproducing the noise in the clinic and performing x-rays on the patient's lead to verify lead stability. The physician relayed there was no issue with the product, and the product was working as intended. The patient will be followed up in a year, and the alert will be turned off. There were no issues to the patient.